Event description:
Customer reportedly received the following results on the inform system (B)(4) within 10 minutes: 249 mg/dl and 59 mg/dl. Patient drank orange juice. Customer allegedly received the following results, with two different roche meters, within 10 minutes: 266 mg/dl (inform (B)(4)) and 94 mg/dl (inform (B)(4)). No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, strips have been used and are no longer available. Replacement was sent.

Manufacturer narrative:
This medwatch report is for inform meter (B)(4). (B)(4).